Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unexpected restart. A cold reset was performed. The customer's blood glucose level was unknown. Troubleshoot was performed and changed the battery but also received the unexpected restart alarm. The customer was advised to monitor the pump and that patient may continue to wear the pump until a replacement arrives. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.